Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. Code 4581, e2402 selected as there is no code available for patient could barely talk.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, as the patient went to the bathroom, she suddenly experienced dizziness and fell on the floor and had to vomit. An ambulance was called by the patient´s son, and when the paramedics arrived, an intravenous insulin drip was given to the patient, and the patient was brought to the hospital. At the hospital a fingerstick was done, and the cgm was reading 230 mg/dl and the blood glucose reading was 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis, was admitted to the intenstive care unit (ICU), and another 3 units of insulin drip were given, and her blood sugar was tested hourly by a fingerstick. The first 2 days of the hospitalization the patient could barely move, walk, and talk, but at the time of the initial report, which was 2 days after the event date, the patient was responsive. The patient was discharged 6 days after the event date. During a follow up with the patient the patient confirmed she felt better and was fine, the patients¿ blood glucose reading at that time was 140 mg/dl, no cgm reading was reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.